Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that there was reddish material and a hole found in the pebax. It was initially reported that the catheter had a defective force sensor. The issue of force was assessed as a not reportable event. The biosense webster, inc. Product analysis lab received the device for evaluation on july 12, 2019 and it was found that there was reddish material and a hole found in the pebax. The issue of foreign material in the pebax with external damage was assessed as a reportable event.

Manufacturer narrative:
Investigation summary it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that there was reddish material and a hole found in the pebax. The device was visually inspected, and it was found in good conditions then, during the second visual inspection reddish material was observed inside the pebax with a hole. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force feature was tested, and it failed since high values were observed. A failure analysis was performed, the catheter was dissected, and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the pc board failure cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the interaction of the device with other equipment during the procedure, however, this cannot be conclusively determined. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # ==> pc-000482408.